Event description:
It was reported to medtronic minimed that the customer reported that the pump had rejected, sensor connectivity issues. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884, and mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-1884, and mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found low battery alarms on 07/31/2025 at 08:04:00.000, replace battery alert on 07/31/2025 at 17:35:00.000 and failed batt/battery failed alarm on 07/31/2025 at 17:40:58.000. Pump passed self test, sleep current measurement and active current measurement. Pump received with normal operating currents. No unexpected battery failed alarm during testing and in the pump history. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay identified during the visual inspection. In summary, pump passed required testing. Battery failed alarm was recorded in the pump history, however, no unexpected battery failed alarm was not confirmed during testing. Customer alleged not confirmed for sensor connectivity issues/no communication pump to transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.